Event description:
The customer's family member reported that customer was hospitalized for dka. It was informed that the customer still is in the hospital at the time of call and is being treated with insulin drip. Bgs were stabilized and the dr placed customer back on pump. Several hours later bgs went back up. The dr believes that something is wrong with the pump. Troubleshooting was performed. The programming on the pump was correct. The device passed the functional testing. However, the alarm history revealed two no delivery alarms the customer did not address the alarms because customer did not know what it means.